Manufacturer narrative:
(B)(4) for the reported event of needle detached.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09124 pertains to the other device. It was reported to boston scientific corporation that the needle on the non-bsc prolene suture was cut from the suture when using the capio open access device. Reportedly, the device would not catch the suture after firing through the ligament. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿